Manufacturer narrative:
There are several possibilities which could cause the seized injection syringe as described, such as room temperature, the occlusion of the treated site etc.

Event description:
Nurse mixed and gave surgeon callos to be used in a colles fracture case. After the cannula was attached, the product seized up and couldn't be injected through. Removed cannula and tried again, however, no change. A new box of inject was opened up, as well as a new delivery kit. Cool saline was run through the cannula to ensure it wasn't the delivery kit. New callos was mixed and surgeon tried again. Got some callos in, enough for the pt, but it seized up again. They tried using a 14 gauge plastic angio catheter, but it seized up in that as well. The surgeon always checks the injectability of callos before putting it on the cannula. The nurse mixed both 5cc inject properly using the timing chart and the sales rep timed her.